Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have reportedly resolved. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing a scab at the implant site due to head piece issues. The recipient is presenting with soreness. The recipient was prescribed antibiotics, however, the issue did not resolve. The recipient was then prescribed an ointment and recommended device non use for 1 month.